Event description:
According to the reporter, during subcommisural application of aortic valve, supracoronary implantation of graft interpositum intergard 36mm, and implantation of prosthesis 40mm, upon graft suturing, the 10 sutures had detached from the needle and the suture broke at one point. Another device was used to complete the case. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
D10 concomitant product: vp-521-x - vp-521-x surgipro ii 4-0 blu 90cm v20da, lot# d3b0810gy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.